Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 2 years and 4 months after the dental implant was installed in intraoral region #11, and 2 years after prosthesis installation, it was verified its non-osseointegration. Fourty ncm of primary stability was achieved and immediate load was not executed. The patient presented bone type ii.